Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic (B)(6) 2023 for a routine ventricular assist device (vad) visit and their log files interrogation showed repeated driveline fault alarms. Log files were submitted for review and captured periods of driveline faults throughout. The wire values appeared to show that the wires may not have been totally broken but were having some continuity issues, leading to intermittent driveline fault events. No other unusual events were noted in the logs.

Manufacturer narrative:
Related manufacturer report number # 2916596-2023-07772. Manufacturer¿s investigation conclusion: driveline fault alarms were confirmed via the submitted log file. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log file contained events spanning from 06dec2023 to 13dec2023. The log file recorded persistent driveline fault alarms consistent with phase 1, which is redundantly supported by the yellow and green wires. No other notable alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. The patient remained ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.